Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis and a blood glucose level over 600 mg/dl. The customer reported that paramedics were called after she had been vomiting and become extremely weak. The customer stated that she had an infection which caused the high blood glucose level. The insulin pump was not replaced or returned for analysis.